Event description:
Device was returned with no information.

Manufacturer narrative:
(B)(4). Analysis of the pump serial number (B)(4) found pumphead/deformed pump tube. Interrogation of the pump determined it was used to infuse bupivacaine.